Manufacturer narrative:
(B)(4). No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Report source of the information is a literature article. At this time the reported event of inverted glenoid implant failure, is being captured as an implant disassociation of the glenosphere and metaglene. If/when more information is received, a follow up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled ¿hip-inspired implant for revision of failed reverse shoulder arthroplasty with severe glenoid bone loss¿ by ofir uri; ian bayley; and simon lambert; published in acta orthopaedica 2014; 85 (2): 171-176; was reviewed. The article was based on reporting the outcomes of removal of failed rsa¿s and implanting a custom-made implant (competitor). Between 2007 and 2011, 17 patients with inverted glenoid implant failure (i.e. Baseplate migration with or without screw breakage) occurred following rsa¿s. 11 of those implanted were delta iii, depuy. Revision was performed between 30-84 months. All implants were revised with a hip-inspired custom-made implant that belongs to a competitor.